Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the fixation water could not be drained, so the balloon was percutaneously ruptured and extracted from a male patient. On visual inspection, it was confirmed that the catheter was disconnected. The cross section was flat. They confirmed that the balloon was damaged. When the damaged parts were fitted together, no defects were found. They cut the inlet tube and discarded the bag.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. The root cause identified was current equipment used to perform the notch perforation needs to be improved or implement a new equipment to perform the notch perforation. Defects that were reported: incomplete perforation on notch and notch not perforated are related to the notch perforation process. DHR and labeling review are not required for this reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the fixation water could not be drained, so the balloon was percutaneously ruptured and extracted from a male patient. On visual inspection, it was confirmed that the catheter was disconnected. The cross section was flat. They confirmed that the balloon was damaged. When the damaged parts were fitted together, no defects were found. They cut the inlet tube and discarded the bag.